Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event log did not record the reported problem. Visual inspection as per sr-1204 rev 133 (solis hardware service procedure), found calibration and perform preventative maintenance (pm) is recommended. The main board was opened and inspected, and no fluid ingression was found. The cause of the issue was that annual device calibration and preventative maintenance was required. The device's keypad, lens and labels were replaced to fix the issue.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the facility was checking empty tubing, cleaning and calibrating because potentially an antibiotic that has leaked inside and indicates high alarm. There was unknown patient involvement and unknown harm/adverse event reported.